Event description:
Patient reported left side breast pain and a massive hardening of the breast. Healthcare professional later reported "capsular contracture baker grade iii". Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, pain, visibility/palpability.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ visibility/palpability: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ pain: unable to observe since it is not related to the device. As per the investigation procedure deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported breast pain and a massive hardening of the breast. Healthcare professional later reported "capsular contracture baker grade iii". This relates to the left side. Device was explanted and replaced with non-abbvie device.